Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer went back to the pharmacy to returned the meter and was replaced there. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. This report should have been identified as reportable within 30 days of the identification (9/05/2015).

Event description:
Customer called in complaining that the meter is giving her wrong readings. I tried trouble-shooting meter with the customer, but the customer was feeling dizzy. I advised the customer to seek medical attention immediately. Customer was contacted the following day ((B)(6) 2015) and she advised that went the emergency room, but was told by the doctors she was fine and was discharged.